Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381834 and lot number 4170689. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard hub screw thread damaged impeding flow and causing leakage. The following information was provided by the initial reporter, translated from french to english: date of incident: (B)(6) 2024. Description of the incident: feeling of blockage when connecting the infusion tubing. Significant blood leakage (venous return). Impossible to keep the line on the patient, difficult to prick. Observation of damaged screw thread. Clinical consequences: patient with spinal cord injury (precarious venous capital). Unfortunately, as the faulty device has not been preserved, we are aware that the expertise cannot be carried out on the incriminated device.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.